Event description:
An x-ray showed a metallic wire in the region of the lt groin. The piece of wire was retrieved with no pt complications. The pt had been admitted on 7/27/96 for injuries from a diving accident, and had a c5-c6 fracture and paraplegia.